Event description:
Dr reported that he had a pt he was having trouble irrigating plugs out of. When the dr was unsuccessful the pt was referred to another physician who was also failed to irrigate plugs out. Pt was then sent for dcr. Dr has not supplied any further info.